Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose was 389 mg/dl on (B)(6) 2018. The customer¿s blood glucose level was 467 mg/dl at time of incident and current blood glucose level was 266 mg/dl. The customer reported that they had air bubble in the infusion and the approximate size of the air bubble was small. The insulin pump will not be returned for analysis.